Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 53, pump error 4, or pump error 63 alarms noted during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error and pump error 63 alarm is found in the formatted history file due to broken traces at u1 of the keypad assembly. No power loss alarm noted during testing or in the pump trace download files. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a software error detected alarm. Blood glucose value was 194 mg/dl at the time of the incident. The customer also experienced a hardware low level failures and a battery power loss alarm. The customer was advised to perform a self-test but the insulin pump did not pass. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.